Event description:
The customer reported that the system displayed a movement error message, causing a loss of motorized movement. The motorized movements are critical for the type of imaging the motorized c-ram was designed for. The system would effectively be unstable. There is no report of patient injury.

Manufacturer narrative:
A ge services representative performed an onsite investigation. Fuse number four was reseated. The system was then found to be operating as intended.